Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when hanging the feeding set on the pump after the bag was filled, the tubing snapped between the extension tubing and the roller clamp attachment. The customer further stated the feed went onto the floor and the nurse. This incident occurred in the nicu.